Event description:
It was reported that a pump alarms frequently for upstream occlusions (medication, programmed amount and delivery rate unknown). The customer stated that there was no patient injury and no additional information could be provided.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the lower reading on the ultrasonic sensor to be below specification caused by a failed upstream sensor. With low ultrasonic readings, the device will become more sensitive to air and upstream occlusion alarms. The failed upstream sensor was replaced.